Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use-device discarded.

Event description:
The customer reported on behalf of their friend a case of binaxnow covid-19 antigen reagent solution in his friend's eyes. The customer stated the patient flushed their eyes with water. The customer was advised to look for medical attention as soon as possible. The customer confirmed there was no patient harm or impact based on the reagent exposure.

Event description:
The customer reported on behalf of their friend a case of binaxnow covid-19 antigen reagent solution in his friend's eyes. The customer stated the patient flushed their eyes with water. The customer was advised to look for medical attention as soon as possible. The customer confirmed there was no patient harm or impact based on the reagent exposure.

Manufacturer narrative:
The reported health status is anticipated in nature and severity for the binaxnow covid-19 ag card. A product deficiency was not reported or found. Customer did not provide an email for sds (safety data sheet) and technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.a4- weight units and d9- device available for eval. H3 other text : single use-device discarded.